Event description:
It was reported that during a coronary artery stenting procedure, a malfunction occurred. The lesion was 99% stenosed located in the calcified and severely tortuous portion of the left circumflex (lcx). After pre-dilatation, the device was inserted to the lesion, but the device did not cross the lesion. When removed, it was found that the stent was flared and procedure was completed with a different stent. There were no complications and the pt condition is listed as "good".

Manufacturer narrative:
(B)(4).